Manufacturer narrative:
Device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient and the children faced multiple adhesive issues with five infusion sets as the sets fell off during use. The blood glucose levels recorded at the time of issue were between 350-400 mg/dl.the event was resolved by replacing the infusion sets and successfully resumed insulin delivery. No further information available.